Manufacturer narrative:
Age/date of birth: exact age not provided, mean age 28 to 94 years old. Sex/gender: female (53), male (29). Weight: information unknown/not provided. Ethnicity: african (1), caucasian (77), hispanic (4). Date of event: september 29, 2020 (the date article was published). Brand name: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable) there is no indication the device has been explanted. Device evaluated by MFR: the device is not available for analysis as it remains implanted and the serial number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. Dell, s. (2020). Evaluation of visual and subjective outcomes with mix-and-match of three one-piece tecnis multifocal iols of varying add powers. Clinical ophthalmology 14(1), pp.2903-2911. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: evaluation of visual and subjective outcomes with mix-and-match of three one-piece tecnis multifocal iols of varying add powers. A prospective, multi-center, parallel comparison clinical study was done to evaluate visual and subjective outcomes after bilateral mix-and-match implantation of one-piece diffractive multifocal iols in different near add powers (+2.75 d, +3.25 d, +4.0 d). A total of 77 patients with cataracts who completed that 90-day visit were divided into two groups: 41 patients implanted with a +2.75 d (zkb00) tecnis multifocal 1-piece iol in their dominant eye and a +3.25 d (zlb00) tecnis multifocal 1-piece iol in their non-dominant eye, and 36 patients implanted with a +2.75 d (zkb00) in their dominant eye and a +4.00 d (zmb00) tecnis multifocal 1-piece iol in their non-dominant eye (abbott medical optics). Clinically significant postoperative examinations observed include 7 mm dilated pupil (n=1), irregular fovea (n=1), and posterior capsular opacification (n=6). It is not clear to which device these complications are related to. Two eyes implanted with the zmb00 and zkb00 combination were also treated for toxic anterior segment syndrome (n=2) which resolved without sequelae. Visual symptoms reported by patients postoperatively at 90 days after 2nd eye surgery include the following: % of patients implanted with zkb00: moderate glare 1.3%. Mild halos 3.9%. Moderate halos 3.9%. Moderate starburst 2.5%. % of patients implanted with zmb00: moderate glare 2.8%. Mild halos 2.8%. Moderate halos 2.8%. Moderate starburst 2.8%. % of patients implanted with zlb00: mild halos 7.3%. Moderate halos 4.9%. Moderate starburst 2.4%. It was further reported that photic phenomena were comparable between groups, typically subsiding by the 90-day visit. In the zlb00/ zkb00 combination, 4.9%, 7.3%, and 17.1% of patients required prescription glasses or contacts spectacle wear for distance, intermediate and near vision respectively at 90 days after 2nd eye surgery. In the zmb00/ zkb00 combination, 2.9%, 5.9%, and 35.3% of patients required prescription glasses or contacts spectacle wear for distance, intermediate and near vision respectively at 90 days after 2nd eye surgery. No further interventions were reported. This report is for the zkb00 model adverse events. A separate report is being submitted to capture the adverse event for zmb00 model.